Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device replacement procedure due to normal battery depletion, as soon as the physician disconnected this lead from the device header, the lead insulation was damaged and the lead fractured. The physician elected to surgically cap and abandon the lead. A replacement lead and device were implanted to resolve the event. Additional information was requested regarding the specific lead information, but has not yet been received. At this time, the lead remains implanted, but capped and out of service. The patient was stable with no additional adverse consequences.